Event description:
It was reported that the left iui connectors on 6 devices unexpectedly come apart and occasionally happened while the connector was being removed from a pump. The customer has also identified corrosion on the iui pins. There was no patient involvement.

Manufacturer narrative:
Correction: please disregard manufacturer report number 2016493-2021-57446 as this was submitted in error. Please refer to manufacturer report number 2016493-2021-57501, which captured the correct suspect device.

Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue of an left iui connectors come apart, corrosion on pins was not determined. The reported issue that there was an left iui connectors come apart, corrosion on pins could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
It was reported that the left iui connectors unexpectedly come apart and occasionally happens while the connector is being removed from a pump. The customer has identified corrosion on the iui pins. There was no patient involvement.